Event description:
Pt had surgery for low anterior colon resection. Pt was given a general anesthetic, using a mallinckrodt 8.0mm hi-lo endotracheal tube. Initial inflating volume for the et cuff was estimated to be about 10cc of air. No2 and sevoflurane were used during the case. Intraop course was smooth and uneventful, except for a slowly increasing peak ventilation pressure. At the end of the 2hr. Surgery, airway pressures had increased to the point where it was very difficult to ventilate. Dr initially passed a suction catheter easily through the ett to confirm lack of kink/obstruction. Clinical picture resembled status asthmaticus: high airway pressures, audible expiratory wheeze bilaterally. Pt was treated as if for bronchospasm, without effect. Towards the end, ventilation became almost impossible due to high pressures. At this point a fiberoptic bronchoscope was passed through the tube, and only tracheal mucosa was seen -- no tracheal lumen. In the process of replacing the ett, the cuff was let down, and immediately the condition was gone: airway pressures normal, ventilations normal, breath sounds normal. Bronchoscopy was repeated via the tube, and this time a crescent shaped tracheal lumen was visible beyond the tracheal mucosa. The ett was examined after removal from the pt, and showed a cuff balloon which was stretched and irregularly shaped, and an aneurysm in the cuff over the murphy eye. Apparently, no2 diffusion into the cuff had slowly pushed the tip of the ett against the sidewall of the trachea, with the balloon aneurysm slowly occluding the murphy side opening, resulting in total tube occlusion resembling severe bronchospasm. Pt maintained spo2 >95% through the entire event, and apparently without sequelae.